Event description:
It was reported that the pump was not delivering insulin as intended. Customer's blood glucose level was 180-300 mg/dl. The customer declined troubleshooting with tandem technical support and declined to provide additional information.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.